Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker had premature battery depletion (pbd). It was indicated that the battery has decreased from six years to three years. Engineering analysis showed that the battery diagnostic data indicates that the power consumption of this pacemaker has been increasing for a year. This pacemaker was explanted. No additional adverse patient effects were reported.